Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: prostate radical. Event description: the doctor comments that the section ends with the same thickness as the beginning for small logo firas and it is valid but it is not valid to progress to larger segments detect detect bleeding. No clinical impact on patient . The situation was resolved by replacing the device. Additional information received by email (photographs of survey) on 8jul24: "hubo sangrado postoperation debido al uso del dispositive voyant? Si" translation: "there was post-operative bleeding due to the use of a voyant device". Type of intervention: the situation was resolved by replacing the device. Patient status: there was post-opertive bleeding due to the use of a voyant device.

Event description:
Procedure performed: prostate radical event description: the doctor comments that the section ends with the same thickness as the beginning for small logofiras and it is valid but it is not valid to progres to larger segments detect. Detect bleeding. No clinical impact on patient. The situation was resolved by replacing the device. Additional information received by email (photographs of survey) on 8jul2024: "(B)(6) post operatorio debido al uso del dispositivo voyant? Si." Translation: "there was post-operative bleeding due to the use of a voyant device." Type of intervention: the situation was resolved by replacing the device. Patient status: there was post-opertive bleeding due to the use of a voyant device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.